Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge via internal handles. The clinician replaced the internal handles and the device failed to discharge. Complainant indicated that clinician obtained another device to continue treating the patient using the internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing the malfunction was not duplicated.